Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, during loading of the valve into the delivery catheter system (dcs), while the capsule was being advanced over the inflow portion of the valve, the handle was advanced up to the point of overdrive and it was noted that valve tissue was still exposed. As the capsule was slowly advanced further, it was observed that there was a kink or buckle in the proximal portion of the capsule. A new valve was then loaded into a new dcs to complete the procedure. No patient complications were reported as a result of this event.